Manufacturer narrative:
The medical center discarded all product at the time of explant. No benchtop analysis of the pump or introducer sheath is possible. The stemi dtu documentation furnished no further details regarding the causality of the thrombosis. The case will be closed without root cause determination, however should more information be shared that leads to root cause, a final report will follow.

Event description:
The medical center had an impella cp patient enrolled in the stemi dtu trial. The pump support was successful but, at the time of explant there was thrombosis noted and the team performed penumbra aspiration. The flow was partially resolved.